Event description:
The customer reported to olympus, the visera elite video system center displayed an e103 before the exam. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding this event. The field service engineer (fse) clvs190 and otvs190.(remove dust inside fan). Video tower was found to be working correctly after this. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Related patient identifiers: (B)(6) (model number otv-s190 - visera elite video system center, serial number (B)(6)) and (B)(6) (model number clv-s190 - visera elite xenon light source, serial number 7611647). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, it is likely that the event did not result as a malfunction of the subject device. The issue was resolved after both devices involved in the event were cleaned, removing the dust from inside the fan. However, it is unknown what caused the dust inside the device. Olympus will continue to monitor the field performance of this device.